Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as the garment pressing into the skin uber the breast area and opening up. There was no alleged device malfunction contributing to the wound. The patient¿s nurse bandaged the wound. Follow up indicated that the wound improved.

Manufacturer narrative:
Not applicable.